Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge split while in contact with the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided. The cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The tip is heavily stressed and has an aneurysm that has split along the anterior surface. The lens was observed in the tip of the cartridge. The lens is torn and partially protruding through the split in the cartridge. Part of the damaged optic is extending beyond the tip. The leading haptic is beyond the tip and the distal area is folded back inside the tip. The trailing haptic is within the damaged optic. The cartridge was cleaned for further evaluation. The lens was removed from the cartridge during cleaning. Top coat dye stain testing was conducted with acceptable results. The cartridge complaint history records and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified handpiece. The viscoelastic is unknown. The reported tip damage was observed. The root cause for the damage may be related to a failure to follow the directions for use (dfu). The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).